Manufacturer narrative:
(B)(4). No additional information is available at this time. Once additional information is available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited increased shock lead impedance measurement. All other lead diagnostics were normal. No noise episode was detected and no report of shock therapy. Boston scientific technical services (ts) recommended performing a pocket manipulation and isometrics to check if noise could be elicited. Ts proposed a commanded synchronized shock. Defibrillation threshold (dft) test was performed to this patient. The results were all good and no changes were made to the system. Additional information was received indicating that nine months later this ICD and rv lead exhibited high out-of-range shock lead impedance measurements greater than 125 ohms which was detected via the patient¿s remote monitoring system. Subsequently, a revision procedure was performed wherein both the ICD and rv lead were explanted and successfully replaced. The lead was destroyed upon explant and discarded; whereas the device was in the hospital's possession and was expected to be returned. No additional adverse patient effects were reported.